Manufacturer narrative:
Concomitant medical product: dtmb1qq ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had dislodged a few months post implant. A threshold rise was noted as the lead dislodged. It was also noted that the lead moved freely within the suture sleeve upon opening the pocket for lead revision. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.